Manufacturer narrative:
Analysis was performed by onsite service personnel which included efforts to reproduce the issue and visual inspection. Diagnosing: visual inspected, the result is the heart rate measurement value is very high when ECG is measured. The electrocardiogram waveform is coarse and dense. Running ECG test, it showed the result is ok with the resetting of the filtering mode. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was power interference. The issue was resolved by activating the common frequency notch filtering mode of the monitor and turn on the filtering switch to solve the problem.

Manufacturer narrative:
Per diagnostic/visual inspection, it was stated the heart rate measurement value is very high when ECG is measured. The electrocardiogram waveform is coarse and dense. Running ECG test, it showed the result is ok with the resetting of the filtering mode. The probable cause of the malfunction is power interference. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that high heart rate, chaotic waveform. The device was in clinical use at time of event, no adverse event was reported.